Manufacturer narrative:
(B)(4). Batch # unk. Photo analysis: this is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows two devices are manipulating a tissue; however, no staple line was noted. Based on the picture provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what drove decision to convert from laparoscopic to open gastric bypass? How was the defect in the gastric staple line addressed? What is the current patient status? What was the patients bmi? What the reload a gst reload? Is the device and reload available for return? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve on the 3rd firing along greater curvature the green reload with seamguard did not have the staples formed - the staple legs were straight and tissue not sealed on the medial side - approx 3 cm gap in stomach where staples not formed - lateral side staples fully formed - had to convert procedure from lsg to oagb. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 120. Action taken when event occurred? Changed procedure from sleeve to oagb . Was procedure successfully completed? Yes. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Unconsented procedure to complete - oagb.